Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown.

Event description:
It was reported that the plunger rod is difficult to move on the bd insulin syringe with the bd ultra-fine¿ needles. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the plunger rod is difficult to move on the bd insulin syringe with the bd ultra-fine¿ needles. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (2) 1/2cc, 8mm, 31g syringes in an open poly bag from lot # 7300873. Customer states that the plunger rod is difficult to move and the stopper and plunger rod are missing. Both returned syringes were examined and one sample exhibited a deformed stopper in the barre which could cause the plunger to be difficult to move. The remaining syringe exhibited a missing stopper. No missing plunger rod was observed on the returned samples. Samples were forwarded to manufacturing (holdrege) on 28sep2018 for further review. On 01oct2018, holdrege received two (2) 0.5ml, 8mm, 31g syringes in an opened polybag from batch # 7300873. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The returned sample exhibiting a missing stopper was visually inspected and a small bow in the barrel was noted. When this type of phenomenon occurs, there is an increased chance that the plunger rod could potentially ride high through the dials. The mechanical mechanism which is meant to cause parts with a low riding plunger rod (presuming that the stopper is not present, in these cases) to fall out of the dial during transfer. If the plunger rod is riding high,, rather than fully resting within the syringe barrel, the device may potentially bypass the mechanical sorting option on the dials. For the returned sample exhibiting a deformed stopper, the sample was first visually inspected while fully assembled and the gross deformation of the stopper was noted. The sample then underwent attempted cycle testing, which noted excessive force necessary to move the plunger rod within the syringe barrel. Additionally, the plunger rod/stopper were disassembled from the remainder of the syringe and noted that the stopper retained the deformed configuration noted during initial visual inspection. A separate stopper/plunger rod for 0.5ml product was used to verify sufficient lubricant (silicone) within the barrel; sufficient silicone appears to be present at the time of this assessment. Probable root cause for missing stopper is likely due to a slightly bowed barrel which allowed the plunger rod to no fall to the base, bypassing the mechanical sorting portion of the dial system on the metro. Probable root causes for the deformed stopper include, but are not limited to: 1) a misalignment of the plunger rod/stopper during assembly; 2) a misalignment of the plunger rod/stopper to the syringe barrel during assembly; and/or 3) a supplier related molding defect. A review of the device history record was completed for batch# 7300873. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200724336] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger rod difficult to move, stopper missing and plunger rod missing on lot # 7300873. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (deformed stopper, missing stopper). - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (missing plunger rod). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.